Event description:
After the completion of an insulin self-injection, the local skin area was itchy with observed flaky erythema. The symptom improved after the pen needle was replaced and an intervention of a benadryl injection of 20mg were intramuscularly delivered.

Manufacturer narrative:
After the completion of an insulin self-injection, the local skin area was itchy with observed flaky erythema. The symptom improved after the pen needle was replaced and an intervention of a benadryl injection of 20mg were intramuscularly delivered. Several testing and documents were reviewed: bioburden report, endotoxin report, irradiation certificate, and manufacturing processes/records. However, no abnormalities were found.